Event description:
It was reported via medwatch report that the physician was inserting a left arterial catheter. A snap was heard and upon removing the spring wire guide (swg), it was observed that part of the catheter had broken off and remained in the patient. Another physician was paged. The physician came to insert a hemo access, but assisted by making an incision and removing the broken off catheter and placing sutures. Pulse present after. Additional information received by the risk assistant on (B)(4) 2010, stated there was no harm to the patient, patient was fine. Physician was inserting a left arterial catheter, a snap was heard and upon removing the guidewire it was observed that part of the catheter had broken off and remained in the patient. Another physician was paged. Physician came to insert a hemo access but assisted by making an incision and removing the broken off catheter and placed sutures. Pulse present after.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. (B)(4).